Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached over 400 mg/dl while wearing the pod between 1 and 4 hours on the arm. The needle mechanism did not fully retract as intended during activation. The cannula was bent.

Manufacturer narrative:
The formed hard needle was observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle. The failure of the formed needle to retract can also be confirmed as the cause of pain during insertion. The tip of the formed needle and the bottom housing were inspected for any other damages or defects that could cause pain during insertion and nothing else was found. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula.